Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Troubleshooting with tandem technical support was performed. There was no impact to the customers blood glucose level. It was indicated that the customer had alternate insulin therapy.